Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; pieces of glass missing at fracture; the fiber proximal to fracture can rotate independently of metal cap; the glass cap is protruding from the metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, at 43,509 joules;10 minutes of use, the fiber was noted to be "firing straight" and the "extremity damaged." The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber. "No injury to patient" was reported.